Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a (B)(6) infection, sepsis, and endoplastitis. Initially antibiotics were prescribed, but then the system was explanted, which resolved the issue. A transesophageal echocardiography (tee) also revealed vegetation on the leads. The patient was a participant in the attain stability quad study. No further patient complications have been reported as a result of this event.